Event description:
It was reported that while the patient underwent an unspecified spinal procedure for ¿rheumatism and lcs¿; the tip of the l5 screw perforated the endplate.¿ the patient will be followed up since the screw was fixed properly, and the patient was asymptomatic. The incident did not affect the surgery. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Multiple devices were used and the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Manufacture date for part # 54740006540, lot h12l0566 is 2012 dec 27; manufacture date for part # 54740006540, lot h12l2887 is 2013 jan 11; manufacture date for part # 54740006540, lot h12h0727 is 2012 nov 16.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.